Event description:
Per a periodic review of the manufacturer's programming history database, system diagnostics detected a high impedance event on the patient's device. Three additional subsequent system diagnostics tests were performed on the same date, all with impedance values within normal limits. System diagnostic tests performed on dates after provided lead impedance values within normal limits. The internal data of the patient's device was reviewed and there was no other evidence of high impedance. No known relevant surgical intervention has been received to date. No further relevant information has been received to date.